Event description:
On (B)(6) 2012, the manufacturer's consultant reported that the physician's handheld displayed an sql error message regarding database corruption that said "error executing sql statement" when he was trying to view the database. The physician's nurse later reported on (B)(6) 2012, that she just interrogated a patient and received the same sql error message. A hard reset was performed and the sql error message was seen again upon interrogation. The nurse stated that this was the first time she noticed the sql error message. The nurse reported that the handheld battery was full, and it had not shut down during interrogation as well as denied pulling out the flashcard during interrogation. The handheld and flashcard were returned for product analysis on (B)(6) 2012, that has not yet been completed.

Event description:
Product analysis for the returned handheld computer and software was completed. Analysis of the software confirmed the sql error message during an interrogation attempt using the handheld, which is due to a corrupt database. A cause for the database corruption could not be determined based on the available information. It was also identified that several archive databases were also corrupt. Based on the database size and modification date, the archive database is likely an archive copy of the database. No further anomalies were identified during the analysis. Analysis of the computer observed no anomalies. The handheld performed according to functional specifications. Sql errors were identified during the analysis. These errors are associated with the software performance, not the handheld.